Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 225 units of insulin during the load sequence. Additionally, it was reported that intermittent occlusion alarms occurred. Customer reported using apidra insulin. Tandem customer technical support informed customer that apidra is off label per the user guide. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer administered a manual insulin injection to address elevated blood glucose. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.